Event description:
It was reported that arteriotomy closure of the mildly calcified common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an impella procedure. Reportedly, the foot would not close on the second proglide device. The lever was moved up and down several times, but the foot would not close. The physician pulled harder on the device and the sheath separated from the device just distal to the foot. The physician suspected that the foot entangled with the previously preplaced suture of the first proglide device. A modified cut down was performed and the sheath was removed. The arteriotomy was rewired and a 9f sheath was placed. The patient was taken to recovery where the sheath was removed and manual compression was applied to achieve hemostasis. The impella procedure was rescheduled. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4): failure to follow steps/instructions. This code is used to address the withdrawing of the device against resistance. Per the instructions for use- precautions: do not advance or withdraw the perclose proglide smc device against resistance until the cause of the resistance has been determined. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.